Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, was alarming no disposable pump won't run, the user was unable to restart. Per reporter residual volume was: 8.9, rate 2.2 and 89 was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.